Event description:
During arthroscopy procedure performed in 2005, the tip of the cannula broke off in the pt knee. O.r. Staff did not notice incident or the missing tip until 15 mins after completion of surgery. Pt was re-opened same day and removed the metal tip of the cannula. No other pt complication was reported.